Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40's (mg/dl). Bg was addressed by customer setting a temporary basal rate. Reportedly, customer and a healthcare provider believed the suspected cause of bg was that the cannula was inserted into a blood vessel and "sucked" insulin into the body.